Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered an error code 1007 due to a capacitor charge time has exceeded the limit. Subsequently, this patient underwent a replacement procedure and this product was explanted and replaced. Additionally, this device was returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered an error code 1007 due to a capacitor charge time has exceeded the limit. Subsequently, this patient underwent a replacement procedure and this product was explanted and replaced. Additionally, this device was returned for product analysis. No additional adverse patient effects were reported.